Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations, e1 (event site name) is (B)(6).

Event description:
It was reported by the customer during routine check that cs100 inta-aortic balloon pump (iabp) where balloon was not inflating properly. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse checked the machine and found the issue with compressor and replaced the compressor provided by the customer. Checked functionally found ok. Handed over the machine in working condition.

Event description:
N/a.